Event description:
It was reported that, during use on a patient, the screen on a 980 ventilator would freeze and then the volume readings would be high. Although requested, information regarding the intervention taken on the behalf of the patient and the patient outcome has not been provided. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
The field service engineer (fse) could not duplicate the reported condition however, replaced the exhalation flow sensor (evq) and g raphical user interface (gui) light emitting diode (led) as a precautionary measure. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.